Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that they were using latex foley 0165si16 but was having issues with sediment so they switched to a silicone foley: 175816. They state when looking at these products the external diameters look different. The silicone looks a good bit smaller than the latex foley. Verbal response notes: explained that the silicone foley should have a larger internal diameter than latex, but not the outer diameter. Explained how 16fr is; 16fr no matter the substrate. Leaking can be caused by a few issues. Suggested speaking with his urologist to identify the root cause. Explained he can discuss a different size with his hcp, but do not recommend changing without discussing first. They have stated that they will discuss these issues with their doctor.